Event description:
An aneurx bifurcated stent graft and its components of unknown size were implanted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm sizing and vessel morphology is unknown. It was reported that there was migration of the stent graft with a significantly large type I endoleak at the proximal landing site. It is reported that a CT scan measurement demonstrated that the aneurysm sac had increased 5mm in 6 months. The patient's status is unknown. It is unknown if an intervention is planned. Further information from the user facility is pending at this time.